Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units fiber optic signals flat.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) units fiber optic signals flat. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. During the fiber-optic sensor test in service mode, the waveform was absent. The fse replaced the blood pressure adaptor cable after determining that it was defective. The fse performed a complete preventive maintenance (pm) with full calibration, functional testing, and electrical safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. The following investigation was performed by carl famulare, technician of the maquet national repair center (nrc) wayne, nj: cf 26 jan 2023. The nrc received part number 0012-00-1815 bp adapter cable serial number na with the reported complaint of defective adapter cable, no arterial waveform reading. The nrc performed a visual inspection of the adapter cable and found that the housing of the cable was rotating which it should not. The nrc installed the bp cable into the cardiosave test fixture serial number ch322984f0 and tested the cable per the cardiosave service manual part number 0070-00-0639 rev.q. An arterial waveform could not be established because of the connector housing rotating when turned, which damaged wires inside of the cable. The rotation of the cable was the probable cause of wires breaking inside of the cable. This can be caused by wear and tear of the cable. The nrc verified the failure of no arterial waveform. The cable failed testing. Retaining the cable in the nrc per procedure number 0002-07-d008 rev.aj.

Event description:
N/a